Event description:
It was reported the implantable pulse generator (ipg) was explanted, replaced and a possible performance issue was indicted. It was further reported the lead was capped and replaced. The reason for device and lead replacement was not provided. No further information is available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).